Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized twice for low blood glucose levels. Once on (B)(6), 2010 with a blood glucose reading of 16 mg/dl, and again on (B)(6), 2010 with a blood glucose reading of 38 mg/dl. The customer's blood glucose reading at the time of the call was 28 mg/dl, and she was told to eat. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer had recently raised the basal rate amounts due to high blood glucose levels. The insulin pump passes the displacement test. Nothing further was reported.